Event description:
The customer contacted physio-control to report that their device could not be powered on, neither by ac power or dc power. The device was used with an ac power adapter. During device evaluation, physio-control observed that the batteries of the device were completely depleted and that the ac power adapter had burned capacitors on the inside. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the ac power adapter had two burned capacitors and that the batteries of the device were depleted. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device but did not observe any discrepancies in function. Some minor unrelated repairs were performed. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use. The ac power adapter had two burned capacitors and was discarded on the customer's request. It is unknown if the ac power adapter issue was related to the reported power issue with this device.